Manufacturer narrative:
Standart disclaimer on file.

Event description:
A medical professional reports a type ii diabetic pt was admitted to stabilize her blood glucose reading by treatment of IV insulin. Pt's device gave blood glucose result of 24 mg/dl while at home. Since feeling ill with nausea went to ER. Nurse cleaned pt device and got blood glucose reading of 300 mg/dl. ER device reading for blood glucose was hi and lab analysis was 600+.